Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as edwards will not evaluate the device due to the patient's endocarditis infection. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, the aortic valve had to be explanted at implant to perform an unplanned mitral valve replacement and complete the repair of the lvot. The bypass time was extended, requiring multiple medications, blood products, and placement of an iabp. The patient developed global myocardial dysfunction. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and surgical technique may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Through the implant patient registry, it was learned that this patient underwent re-do aortic valve replacement due to endocarditis. Per operative report, this (B)(6) female was admitted to the hospital due to a ground-level fall which caused facial trauma. She reported falling 3 to 4 times in the past month. One of these caused a l5 lumbar compression fracture. She was found to be in septic shock, tachycardic, hypotensive and febrile. Blood cultures showed strep species. Tee found prosthetic aortic endocarditis and impressive vegetation on the aortic valve. The aortic valve appeared stable with no evidence of dehiscence or surrounding abscess. Patient had a pacemaker in place. There was no fistula noted at the time of the tee. Intra-operatively, patient was placed on bypass and the previously placed aortic graft was opened. The aortic valve was seen and grossly infected. There were large vegetations on all three leaflets. The valve was removed. The anterior mitral leaflet appeared grossly involved and was debrided. There was a large atrial lvot fistula. This area was reconstructed in a patch-like fashion. The aortic valve was sized for a 21 mm aortic valve. The 21 mm valve was placed and patient was weaned from bypass. The heart regained a paced rhythm moderate doses of levophed and epinephrine were administered. Subsequently, evaluation of the newly placed aortic valve demonstrated a significant amount of mitral regurgitation. The surgical team felt that this was likely related to the lvot reconstruction in that there was not enough anterior leaflet to coapt with the posterior leaflet. It was decided that a mitral valve replacement was needed. The patient was placed back on bypass and the aortic graft re-opened. In the area of the left atrium and sondergaard¿s groove where the patched area was closed, appeared to be a dehisced of the patch and anterior mitral leaflet repair. This area was completely denude and was quite fragile. The 21 mm aortic valve was explanted and a 25 mm non-edwards valve was placed in the mitral annulus. Once the mitral valve was seeded and tied, the tissue and the lvot was brought together with the sewing ring of the mitral valve and the aortic annulus. The aortic valve was downsized and a 19 mm aortic valve was seated. The chest was closed and due to the prolonged pump time, an intraaortic balloon pump was placed. Patient was removed from bypass. For over an hour and a half, attempts to maximize medications, optimize the intraaortic balloon pump, and resuscitated the patient with blood. Unfortunately, the patient¿s ventricular overall heart function was severely depressed. Multiple rounds of medication were given, and the patient somewhat stabilized to be decannulated. Patient was taken to the csu in critical condition. The surgeon felt the patient was unlikely to survive very long following this operation secondary to her global myocardial dysfunction.